Event description:
During thrombectomy case physician reported a bend in the 5max-ace upon removing it from the packaging. This bend was located approximately 5 cm past the hub on the proximal end of the catheter.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2013-00399. Device discarded by hospital.